Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the jaws were out of alignment on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was an .050 offset at the tips, indicating overloading at the tip. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. Failure analysis investigation also found the instruments pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed pitch cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.